Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing supplies, with blood glucose averaging about 280 mg/dl and peaking at 300 mg/dl; the user removed the ilet for two hours and administered a subcutaneous dose of rapid-acting insulin by pen, then planned to reconnect and monitor. Symptoms included elevated blood glucose without acute complications. Outcomes included self-management at home without medical intervention. Investigation included a review of the event details with troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction, and the cause of hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause, with appropriate corrective action taken by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.